Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 125 ohms. This device was extracted and replaced with a new ICD. No additional adverse patient effects were reported. This product is expected to be returned for further investigation.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited a gradual rise in shock lead impedance measurements until it was high out of range at around 125 ohms. This device was extracted and replaced with a new ICD. No additional adverse patient effects were reported. This product is expected to be returned for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.